Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being updated on this follow-up # 01 MFR report: (B)(4).   1. Section h. Box 5. Labeled for single use? Please note that the following section was inadvertently miseed on the initial MFR report and is being corrected on this follow-up #02 MFR report: (B)(4). 1. Section h.box 8. Usage of device results: the engine was powered on and able to produce a vacuum pressure of approximately -29.5 inhg. A demonstration canister was seated on the engine and was able to hold a vacuum pressure of approximately -27.5 inhg with all 4 vacuum indicator lights illuminated. The engine was continuously run for approximately 30 minutes and the vacuum indicator lights and the lights on the device housing remained illuminated for the entire duration of the functional testing. Conclusions: evaluation of the returned engine was unable to confirm the reported complaint. During functional testing the engine was able to produce a vacuum pressure within specification with all four vacuum indicator lights illuminated. The engine was continuously run for approximately 30 minutes and the vacuum indicator lights and the lights on the device housing remained illuminated for the entire duration of the functional testing. The returned device was fully functional. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure to treat a large vessel occlusion (lvo) stroke using a penumbra engine pump (engine). During the procedure, the physician noticed the lights on the engine would turn on and off; however, there was no loss of aspiration. The procedure was completed using the same engine. There was no report of an adverse effect to the patient.